Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the image was intermittent and noise was generated. This is attributed to the damage to the image pick up part of the device. Also, there was no image displayed and noise generated due to scraping of the electrical contacts on the video connector. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair for image issues. There is no reported harm to any patient or persons. Upon evaluation of the returned device, it was observed the image was intermittent and noise was generated. This is attributed to the damage to the image pick up part of the device. Also, there was no image displayed and noise generated due to scraping of the electrical contacts on the video connector. This medwatch is being submitted for the reportable issue of no image and intermittent image as observed during device evaluation.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information.

Event description:
Addendum jun 30, 2022: customer reported event occurred during preparation for use with no impact on the intended procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a malfunction on the system side. Olympus will continue to monitor field performance for this device.